Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 5.8. Date: (B)(6) 2010, inratio: 5.5. Date: (B)(6) 2010, lab: 2.1.

Manufacturer narrative:
Investigation pending.